Event description:
After successfully completing a cavotricuspid isthmus flutter line (cvti) with a flexibility se catheter, the physician went back into the lab to check for bidirectional block. When the physician grabbed the catheter, he received a single electrical shock. After a few minutes, the physician grabbed the catheter again and moved it around the atrium to check for bidirectional block, and no shock was received. The case was completed successfully. After the procedure, the biomedical engineering department inspected the ep equipment and lab for adequate grounding and no issues were found. The physician experienced some numbness and tingling which resolved without intervention.

Manufacturer narrative:
One ampere rf ablation generator was received into the lab for analysis, no accessories or original packaging were available for inspection. Visual inspection of the returned rf generator indicated all input & output connectors were free of damage, labeling is legible and correctly orientated, normal wear was indicated on the chassis body. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Disassembly was performed & visual inspection of the internal assemblies confirmed all components & grounding cables were properly seated. Review of system log files provided inconclusive data as no anomalies were observed within the event logs for the reported event date. Based on the information provided to abbott and the investigation performed, the root cause of the reported electric shock could not be conclusively determined as the returned ampere rf ablation generator performed as anticipated with no anomalies identified throughout testing.